Manufacturer narrative:
Corrected information: h6 investigation conclusion code from d03 to d01.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3, consistent with the reported event.

Event description:
During an atrial fibrillation procedure, the tip of the catheter was noted to be fractured upon removal from the patient. The catheter was exchanged to complete the procedure with no consequences to the patient.